Event description:
It was reported by repair work order that a patient was allegedly cut on the leg from a rough surface on the stationary surface of the litter. A patient was affected and the alleged cut was listed as an adverse event; however, no clinically relevant delays in treatment were reported.